Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead revision procedure was abandoned, due to patient anatomy restraints.

Manufacturer narrative:
Additional information: - patient weight added.

Manufacturer narrative:
Corrected data: date of explant was inadvertently entered incorrectly in initial report.